Event description:
Treatment of an mca (middle cerebral artery) aneurysm. During the procedure involving a total of five implant coils, it was reported that physician had to reposition the fifth coil twice into the aneurysm. Upon repositioning the implant coil, it prematurely detached and was pushed into the aneurysm with the pushwire. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
Only the delivery pusher was returned for evaluation as the implant coil was implanted in the patient. The delivery pusher was found within specification; therefore, the event cause could not be determined. The IFU (instructions for use) for axium coil includes the following warnings: "due to the delicate nature of the axium detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration." Also, "if axium detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implanted pusher. If the coil does not move with a one-to-one motion or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and the coil." (B)(4).